Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The pt reported hearing a beeping sound from the implant at times, first noticed at least one month ago. Pt stated that the sound was heard while seated with the external scs devices located about 20 to 30 yards away. Agent explained that the ins is not designed to beep on its own or provide standalone audible notifications. Agent redirected pt to their health care provider for further evaluation.